Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
This is a complaint about onivide coring. Coring occurred during onivade preparation. 2 vials were prepared. 1 vial was returned to the infusion bag after visual inspection of the inside of the vial confirmed that no coring had occurred. The other vial (the one sent to us) had coring and we judged that it was not possible to collect. The company then checked the bag in which the first vial was returned and confirmed that coring had occurred. As a result, two vials were discarded. The injector and protector were connected. (The lot of injectors 515005 is 2410010).

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: it was reported that particles were observed inside the vial and IV bag during preparation. For investigation, one protector assembled onto a vial, one IV bag, one l-connector, and a spike set not manufactured by bd were provided to our quality team. Inspection of the returned samples confirmed the presence of a gray particle in both the vial and the infusion bag. Visual assessment determined that the particle in the vial originated from the vial stopper, while the particle found in the IV bag was consistent with material from the IV bag stopper. During evaluation, it was observed that the protector needle penetrated the vial stopper at a raised area, resulting in fragmentation of the stopper. A small stopper piece was also found within the protector needle. Additionally, the IV bag stopper was noted to be significantly torn. No damage or defects were identified within our devices that could have contributed to this observation. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A device history review was performed for protector lot 2501110, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. As a lot number for the l-connector was unavailable for this incident, a device history record review could not be completed. Coring of the rubber stopper may occur depending on stopper quality, design, or if a poor connection is made. Based on the investigation and sample evaluation, the vial stopper fragmentation was attributed to the protector needle piercing a raised portion of the stopper during assembly. Due to the extent of damage observed on the IV bag stopper, it was not possible to definitively determine which spike contributed to the observed particulate matter; therefore, a specific root cause could not be identified. No issues related to the injector were identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.